Manufacturer narrative:
A field service engineer (fse) contacted the customer via the telephone to perform troubleshooting. The fse instructed the customer to soak the main arm nozzle in alcohol for twenty (20) minutes, then gently clean the inside of the nozzle follow with quality control (qc). The customer called technical support the following day and reported that all qc was within range. The aia-2000 was operating as intended and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 13may2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-2000 service manual, section 5 periodic maintenance, states the following: maintenance item: cleaning nozzle tubing description and criteria: check the suction hole of the nozzle using a mirror to confirm that there are no clogs or stains. Corrective measure: run "1.main arm nozzle washing" in regular macro. The most probable cause of the reported issue is attributed to clog in the main arm nozzle.

Event description:
A customer reported out of range low quality controls (qc) on all analytes with the aia-2000 analyzer, including critical assay follicle stimulating hormone (fsh). As part of troubleshooting, the technical support specialist (tss) instructed the customer to run a patient sample for sex hormones binding globulin (shbg) analyte to verify whether the issue was reproducible on patient results and noted the results were low - upon reanalysis, no results were generated. The customer then analyzed two more patient samples and noted all the results were low. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.